Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. Received one open and used sample. The pack of the open sample received contains 7 detached needles without the thread, and 1 used suture (the needle is attached to the thread). There are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Without at least 15 units according the requirements of the OEM, a suitable analysis cannot be performed, product does not fulfil the specifications. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, this is considered as an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. This complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). During surgery, one of eight thread in this package cannot take off the thread from the needle. The surgeon cut the thread to finish the operation. Cannot take off the thread from needle, needle detachment too hard.